Event description:
The white tip on the trach was found broken causing the inner cannula to not stay in place. The trach had been placed one day prior to this occurring. The trach was replaced without complication. This trach is a component of the cook blue rhino kit. A similar incident occurred a few days later involving a 8perc shiley trach. The exact lot number is not known, however, the these two lot numbers were in the facility at the time of this incident (0808001639 and 0801000384).====================== manufacturer response for 8dct shiley trach, shiley trach======================the manufacturer rep came to the facility and evaluated incident, a similar incident occurred a few days later invovling a shiley 8perc trach. There is no known cause at this point in time.